Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge was returned along with the lens inside the lens carton. Only a small amount of solution was observed in the cartridge. The cartridge nozzle is split/cracked along the right side beginning prior to the parting line. This damage extends through the nozzle into torn/split damage past the parting line throughout the tip. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic edge is nicked/chipped and scraped. The cartridge shows evidence of being placed into a handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens/cartridge/handpiece/viscoelastic combination was used. The reported complaint of "cartridge split" was observed. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Information provided in the follow up details of the file indicate that, "the issue was with the cartridge - after folding the lens and attempting to insert it twice the cartridge was discovered to be split down the side so it didn't fit properly in the incision and would not inject the lens". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, after folding the lens and attempting to insert it twice, the cartridge was determined to be split down the side and did not fit properly in the incision. The reporter indicated that there was contact with the patient, but no patient harm was reported. The procedure was completed the same day with a new iol and cartridge. Additional information has been requested.